Event description:
The provided lateral poly inserts would not lock into the tray during surgery. The surgeon trimmed the back of the lateral poly using a saw blade and implanted the poly.

Manufacturer narrative:
The provided lateral poly inserts would not lock into the tray during surgery. The surgeon trimmed the back of the lateral poly using a saw blade and implanted the poly. Review of the device history record indicates that the device was mfg to specification.